Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opened. A technical support specialist remoted into the station and attempted to resolve the issue by knocking on the latch, pressing down on the center, and tapping underneath the drawer. The cubie still did not open. The customer was advised to contact the pharmacy to have the cubie replaced.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a cubie did not open during a medication issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.